Event description:
The customer called and reported the insulin pump was not delivering accurately and there was an o-ring missing and a crack on the reservoir compartment. Customer's blood glucose was not known, but customer stated she was having high blood glucose. Customer declined to troubleshoot for high blood glucose. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was program with multiple boluses and monitor. All boluses delivered completely their indicated amount and were properly recorded in the bolus history screen. The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery alarm and displacement test. The insulin pump has minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads, cracked reservoir tube lip and missing reservoir tube o ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.